Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a low voltage lead exhibited a lead warning for low impedance. The lead remains in use. Non-specific patient complications were experienced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a low voltage lead exhibited a lead warning for low impedance. The lead remains in use. Non-specific patient complications were experienced, it was later further clarified that no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited short circuit paces due to out of range low impedance. The device remains in use. No patient complications have been reported as a result of this event.